Event description:
The lay/user patient contacted lifescan, in 2008, alleging that the one touch ultra meter was prompting "apply sample" message. On the same day, at about 7:00 am in the morning, the patient was unable to test herself on the meter due to the reported meter issue. She had her usual breakfast composed of black coffee with 3 pieces of bread and jam. After she was done with her breakfast, she took her usual dosage of diabetes medication (1 pill of metformin 1000 mg and 1 pill of glucor 50 mg). At around 11:00 am, as she was not able to test herself on the meter, she went to chemist. During the walk, she felt perspiration and hunger. As a result, she took two pieces sugar. At 11:20, she arrived at chemist's shop. The chemist also gave her 3 more pieces of sugar and the patient felt well rapidly. The patient was not tested on any other meter and also denied seeking any medical attention. The patient informed that she usually takes metformin 1000 mg 1 ill in morning and glucor 50 mg in 1 pill in morning and 1 at noon for her diabetes management. The patient did not miss/change any of her medication on the day of incident. She took her usual meals. The patient also mentioned that usually she tests only once a day in the morning and sometimes when she feels bad. The patient claimed that she did not experience any low sugar or high sugar symptoms for 4 years and she feels low sugar symptoms under 50 mg/dl result. The customer service rep (csr) verified that the patient was using the correct technique for sample application. The test strip was drawing the sample into the test area. The csr walked the patient through the resolving issue with the new vial of test strips, but the issue was not resolved. The patient was educated as she was using the expired test strips before. The meter and test strips were replaced. This complaint is being reported as the patient claimed that she was not able to test herself on the meter and steadily developed symptoms suggestive of hypoglycemia. She further reported that she felt better after eating sugar.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.